Manufacturer narrative:
(B)(4). Against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the tenku rx instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, 100% stenosed, mid right coronary artery. An attempt was made to cross with a non-abbott balloon catheter; however, it failed to cross. The 1.2 x 6 mm tenku balloon catheter was then advanced but failed to cross. A non-abbott microcatheter was advanced for support; however, this also did not cross. A second attempt was made to cross the same tenku balloon catheter. Significant resistance was felt during advancement to the lesion due to the calcification but it was able to cross into the lesion. When the dilatation balloon pressure reached 4 atmospheres the balloon stopped inflating, a rupture was suspected, the balloon catheter was removed and a pinhole rupture was noted. To complete the case a rotablator was used first and then a drug eluting stent was implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.